Event description:
Caller reported a cgm error 42 with the g6 sensor. No specific information was provided regarding the impact on the customer's blood glucose level. Technical support guided the caller through a pump reset, but the error persisted, and a replacement pump was arranged.